Event description:
After further review of the record, it was determined the patient received 2 new leads.

Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced a ventricular fibrillation episode in may of 2019. During this time, there was failure to cardiovert and while charging there was some drop out. The patient was brought to the electrophysiology (ep) lab for possible defibrillation threshold testing (dft) with lead revision. Right ventricular lead sensing had decreased, the capture threshold had increased and high pacing threshold was noted. The physician did not perform the dft but decided to add a new lead and cap the old lead on (B)(6) 2019. The patient's heart rate was evaluated and the decision was made to upgrade the patient to a dual chamber implantable cardioverter defibrillator (ICD). The patient was stable.